Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log and the device failed test steps during testing. The device's three way solenoid valve and machine flow sensor were replaced to address the issue. The solenoid valve had evidence of physical damage, and the device was found to be contaminated with dust.